Event description:
It was reported that the xenon light source experienced a b30 scope communication error, it is believed that the device is not being turned off before pulling the scope in. There were no reports of patient harm.

Manufacturer narrative:
While speaking with the olympus technical assistance center (tac), the technician instructed the customer to make sure that they are cleaning off the contacts on the scopes. The customer was advised to try different scopes to make sure it was not a scope issue. The contacts on scope were checked to make sure they did not have scratches on them, and the customer confirmed it was a scope issue. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted."

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. A definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.